Event description:
During tka, the uncemented femoral component did not fit well onto the pt. During impaction, the pt's distal condyle broke off. A cemented femoral component was used to complete surgery. The sales rep indicated that the issue was not with the femoral component, it was the pt's bone density.

Manufacturer narrative:
Eval summary: femoral component was measured to find out if it was undersized, which would cause a tighter than normal fit. Femoral component appeared not to be smaller than spec, rather slightly larger.